Manufacturer narrative:
The date of the event is unknown. For this reason, the date that the manuscript was received by the publisher ((B)(6)2019) was used as the occurrence date. The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards reviewed the medical article from (B)(6): 'minimally invasive transradial percutaneous closure of an aortic paravalvular leak after transcatheter aortic valve replacement', corresponding author dr. Xavier freixa. The following complaint was identified pertaining to an edwards device. As reported, a patient underwent tavr procedure with a 26-mm sapien 3, four years prior to the current hospitalization due to heart failure and severe aortic pvl. After the initial tavr procedure, and despite the underexpansion of the valve, there was no pvl reported and the patient improved their functional status. The patient presented with multiple comorbidities and a fragile clinical status so the heart team decided to perform percutaneous pvl closure using a minimally invasive approach. An overexpansion was not a therapeutic option because the valve was implanted 4 years earlier. A posterior pvl was identified and a amplazter vascular was successfully deployed with a reduction of the leak.this minimally invasive approach allowed a prompt discharge the day after the intervention.

Manufacturer narrative:
The device was not returned for evaluation as it was remained implanted. Therefore, a no product return engineering evaluation was performed. Imagery was provided for review and following observations were made: valve not fully deployed in annulus, posterior paravalvular leak location, transthoracic echocardiogram (tte) before plug. The pvl was confirmed, transthoracic echocardiogram (tte) after plug. The pvl was reduced. Posterior paravalvular leak location, transthoracic echocardiogram (tte) before plug. Pvl confirmed, transthoracic echocardiogram (tte) after plug. Pvl reduced. The complaint of paravalvular leak was confirmed based of medical article and imagery provided. Due to no serial number being provided, DHR was unbale to be performed. As such, a manufacturing non-conformance was unable to be determined. A review of the IFU and training manuals revealed no deficiencies. Per the instructions for use (IFU) , paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Additionally, per imagery review, the valve may not be fully expanded within the annulus. If the valve was not fully deployed, it can result in difficulty in forming proper seal and can lead to pvl. Without further information however, this root cause is unable to be confirmed. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Due to limited information and unavailability of relevant returned product, a definite root cause is unable to be determined at this time. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action (CAPA) nor a product risk assessment (pra) is required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.